Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the low-speed alarms; however, a specific cause for this event could be conclusively determined through this evaluation. It was reported that the patient had low speed alarms on (B)(6) 2024 while the patient was supported by the power module. The patient was not aware of the alarm and was not symptomatic during the alarms. The submitted log file contained events from (B)(6) 2024 through (B)(6) 2024. Transient low speed events were captured on (B)(6) 2024 while the patient was supported by the power module. No other notable events were observed, and the pump appeared to have operated as intended at the fixed speed before and after the low speed event. The submitted x-ray images captured internal and external portions of the patient¿s driveline. Review of the submitted x-ray images revealed no evidence of driveline wire compromise. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. Section 1 of this IFU addresses pump parameters including pump speed. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a low speed alarm on (B)(6) 2024. Log files were sent for review. The event log file captured on (B)(6) 2024 at 0:03, two low speed operations. The event appeared to self-resolve quickly. This issue only appeared to be occurring while the ventricular assist device was connected to the power module. X-rays of the percutaneous lead showed an area of concern on sn1 external, about 3 inches from the bend relief. The internal portal of the x-ray showed some shielding breakdown.